Event description:
Dialysis pt while receiving treatment was observed by visitor to be bleeding from catheter the visitor call for a nurse. The nurse noticed the venous port of the catheter was torn. The 2nd nurse noticed the pt holding the torn catheter in his right hand. The catheter was clamped and manual pressure applied. The pt was placed in trendelenburg on the left side and a code blue was called. The pt was unresponsive with the eyes rolled back in their head. The pt never lost pulse or respirations, pt was however intubated. Pt was taken to x-ray for a head and chest CT which was negative for air embolism. Pt was taken to ICU to extubate upon awakening. Pt has poor liver function and meds given during to intubate may be the reason pt remains sedated. The device MFR was notified by phone and advised of the incident. The pt was discharged home from the hosp in 12/2000.